Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the calibration reading were inaccurate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.